Event description:
It was reported that one day post implant the atrial lead dislodged and was repositioned. The lead dislodged again within a day of the repositioning despite good positioning attempts. The atrial lead was partially removed, capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.